Event description:
A healthcare facility in (B)(6) reported to our (B)(4) office that an hc604 CPAP humidifier was making a crackling noise which woke the patient. The facility further reported that the unit was "discoloured and warped" on one side and that the heated breathing tube had a hole in it where it was touching the unit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was visually inspected. Results: a 30mm diameter hole was found on the external casing of the device. Corrosion and evidence of water was observed on the pcb components. Water stains were observed on the inside of the upper case and lower case. Damage to the power pcb and blackening of the inner case was also observed. Localized heating caused the enclosure hole. Conclusion: water ingress is most likely the cause of the failure. The resulting rust would have created an electrical arc between two different voltage rails, causing the device to stop functioning. Our CAPA to address this issue is complete and two actions have been taken as a result. The first of these was implemented in january 2008 and involved the shape of the airbox inside the unit where the power pcb sits. This was modified to ensure that water can run away from the lower portion of the power pcb when the unit is in an upright position. The second was to overmould plastic material (macromelt om-652) onto the high voltage (mains) part of the power pcb. This prevents water coming into contact with the tracks on the area of the board where water causes arcing that leads to this overheating event. This change was introduced into production in september 2008. The hc604 is designed to the electrical safety standard (B)(4). This is a reusable device and as at the end of july 2009, (B)(4)